Event description:
It was reported that the plastic portion containing the cannula detached from the adhesive portion of the site. Patient reports the cannula appears slightly bent but otherwise denies any damage to the remainder of the tubing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
D4 - primary UDI number was updated. One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed that one infusion site base with tubing was returned without adhesive padding. The cannula was found to be bent, while no other physical damage or anomalies were observed. The complainant¿s allegation was confirmed, though the probable cause remains undetermined.